Manufacturer narrative:
The explanted ipg passed visul and performance tests done. The device exhibits normal device characterstics. Leads passed visual inspection. The leads are intact and no parts of it are missing. No complaints about the functionality of this device were reported. A review of sterilization records found them to be satisfactory.

Event description:
A report was received that the patient was explanted due to a sore over the pocket site. The physician explanted the patient in an effort to avoid infection.

Event description:
A report was received that the patient was explanted due to a sore over the pocket site. The physician explanted the patient in an effort to avoid infection.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2138-50 serial#: (B)(4) model description: linear lead, 50 cm with pre-loaded 0.012 inch stylet.